Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High power visual inspection of the device header and lead barrels noted no anomalies. The header was firmly attached to the case, and all seal plugs were intact and undamaged. Pin gauge testing designed to verify proper port dimensions was completed, and each port measured as expected. The device was then exposed to simulated heart load conditions, where the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the report oversensing or noise when tapping on the device header during the revision procedure.

Event description:
This report is being filed with analysis details.

Event description:
It was reported that this right ventricular (rv) lead was surgically capped and replaced due observations of noise that was being oversensed. The new lead was implanted and attached to the old device, however they were still seeing noise when tapping on the device header. The new lead was attached to the pacing system analyzer with a clean egm. The physician decided to also explant and replace the device assuming a header connection issue. The device was explanted and returned for analysis. No adverse patient effects were reported.